Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart did not power up when the system was turned on, resulting in a fully black screen. The interconnect cable was reseated, and both power buttons and multiple outlets were tested. A manufacturer representative (rep) called at a later time for additional troubleshooting. The rep noted that the main cart would power on when camera cart power button was pressed, however the blue power button light-emitting diode (led) not illuminating, with the camera cart remaining off. Technical services (ts) had the rep plug the interconnect cable from the main cart into a camera cart from another available system, and both carts powered on as expected. The back panel was removed and the battery was unplugged from the uninterrupted power source (ups) on the original camera cart; when reconnected, both carts powered on as expected. A faulty camera cart battery was suspected. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735771, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the black screen. A110201: applicable to camera cart not powering up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the batteries were replaced to resolve the issue. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.